Manufacturer narrative:
The coils were not returned for evaluation as the coils were implanted in the patients. There was no evidence of manufacturing defects that relates to the complaint. The reports of coil loop in parent vessel were not confirmed, and the cause for the events could not be determined. No issues were reported during delivery of the coils. All coils are 100% inspected for damages and irregularities during manufacture. Please note that it is unknown what coils were implanted in the patients, as axium and nexus coils were used. Follow up attempts have been made, however, our attempts have been unsuccessful. MDR's linked: 2029214-2017-00710 2029214-2017-00711.

Event description:
Citation: "stent-assisted coil embolization of intracranial aneurysms using the solitaire¿ ab neurovascular remodeling device: initial and midterm follow-up results" medtronic received the following report: 32% percent were male and 68 % female, a mean age of 56.7 years (range, 32¿87 years). Bailout stenting was necessary during 13 procedures. In these patients, unassisted coiling was indicated primarily. In all patients with protruding coil loops, it was technically feasible to deploy an emergency stent. One hundred aneurysms required additional treatment with coiling.